Event description:
Consumer reported receiving a low reading of 68 mg/dl from port 1 compared to a reading of 170 mg/dl from port 2 of their sof-tact blood glucose monitor. The values, when plotted on a parkes error grid fell in to the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.